Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited atrial undersensing of atrial fibrillation (af). The lead was reprogrammed and atrial sensitivity was changed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.